Manufacturer narrative:
Reporting institution name& address state: (B)(6).

Event description:
It was reported to philips the event log revealed that "proximal pressure sensor auto-zero failed" (diagnosis code 110a) had occurred. There was no patient involvement or harm. This event was reported to have been observed during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned to failure investigation (fi) and was tested and no failures were identified.